Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 65 mg/dl. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the alarm occurred shortly after inserting a new battery. Insulin pump will need to be replaced due to a reoccurrence of both the external ram error alarm and unexpected restart alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance required.